Manufacturer narrative:
D2a common device name: gastrointestinal pathogen panel multiplex nucleic acid-based assay system h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd max¿ enteric parasite panel sample flagged positive for g.lamb. After sample repeat the next day both repeats were negative. The following information was provided by the initial reporter: customer report that getting false positive result in max 442960 false positive. Run 3873 sample in a11 was positive for g.lamb; - customer looked at the amplification curve and decided that it did not look like a true positive; the sample was repeated in duplicate the next day on run 3879 and both repeats in b10 and b11 were negative.

Event description:
It was reported that bd max¿ enteric parasite panel sample flagged positive for g.lamb. After sample repeat the next day both repeats were negative. The following information was provided by the initial reporter: customer report that getting false positive result in max 442960 false positive - run 3873 sample in a11 was positive for g.lamb; - customer looked at the amplification curve and decided that it did not look like a true positive; - the sample was repeated in duplicate the next day on run 3879 and both repeats in b10 and b11 were negative.

Manufacturer narrative:
H.6 investigation summary: the complaint investigation for discrepant results when using the bd max¿ enteric parasite panel assay (ref# (B)(4)) lot 2263401 was performed by the review of manufacturing records, customer¿s data analysis and verification of complaints history. Review of manufacturing records of bd max¿ enteric parasite panel assay indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported discrepant glamb results with the bd max¿ enteric parasite panel assay, while using kit lot 2263401. Customer obtained a positive glamb result on first test (run 3873, position a11) and upon repeat, negative results were obtained (run 3979, positions b10 & b11). Customer provided two run files (3873 and 3879) from instrument cr1423 for investigation. Manual pcr curve adjudication was conducted on the discrepant sample (run 3873, position a11). Analysis of the pcr curves revealed a step dislocation in the raw pcr signal. This step dislocation is visible in every channel, reaching the threshold to be considered positive in the fam channel (glamb target). It is unlikely that the step dislocations are due to true amplification and a root cause could not be identified. Customer mentioned that their latest environmental monitoring results were negative for all targets. When this sample was repeated, using two new sample buffer tubes in run 3879 (positions b10 and b11), negative results were obtained, without anomaly. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal or aberrant curve geometry is a conservative assessment of the data. Based on the investigation, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ enteric parasite panel assay lot 2263401. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. H3 other text : see h.10.